Event description:
The asr inserter broke after the first blow of the mallet. The surgeon tried to continue to use it, but could not get cup in proper position due to instability of handle. A pinnacle cup was used instead. This problem resulted in a 20-minute extension of surgical time.

Manufacturer narrative:
Examination of the returned item confirms damage to the instrument. The evidence present indicates use error as the root cause. Based on the investigation, the need for corrective action is not indicated.